Manufacturer narrative:
(B)(4). Date sent: 4/25/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. What confirmation was received that the device was fully fired? It was reported that portions of the staples could be seen in the anastomosis. Please explain. It was reported that the more the surgeon handled the issue, it was obvious that it was not going to hold together. Was there an issue with the staples? If yes, please describe. Or, were the staples deployed and formed properly, however the condition of the patient tissue did not allow the staples to hold the anastomosis together? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Or, were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? How much blood was lost (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the bleeding?

Event description:
It was reported that during a sigmoid colectomy procedure, this statement is from the surgeon: for the distal end, I hand sewed a purse-string of 2-0 prolene and then tie a 0 silk around to secure the purse-string. The anvil clicked in ok. We closed it down to where the green gauge is almost flush with the first line. The stapler did not make the usual sound. It was difficult to get the stapler to release after the fire and making only a half turn to open. Portions of the staples could be seen and the anastomosis was bleeding. I started to place some silk sutures to reinforce the staple line, but the more I handled the tissue it was obvious that it was not going to hold together. I removed most of the staples and ran a 4-0 pds suture and then a row of silk. Tested and air tight. He should do ok. The anastomosis was hand sewn.

Manufacturer narrative:
(B)(4) date sent: 5/18/2016 additional information: d4, 10; g4; h2, 3, 4, 6 d4: batch # m5675c h11: corrected data: d4: expiration date: 11/09/2020 h4: manufacture date: 12/09/2015 the analysis results found that the ecs29a device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4), date sent: 1/25/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.